Manufacturer narrative:
No button error alarm was noted during testing; however, the unit had intermittent button response due to corroded keypad traces. There were also traces of moisture at the radio frequency board per visual inspection. The following cosmetic damage was also found: minor scratches on the lcd window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error after jumping into the pool with his pump on. The patient's blood glucose at the time of incident was 126 mg/dl. The customer had removed the battery for about an hour and put it back in the pump but the button error alarm reoccurred. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.